Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2018. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker's grade IV.

Event description:
Healthcare professional reported right side "possible rupture" and "starting to get squishy". Healthcare professional additionally reported capsular contracture, baker's grade IV. Device remains implanted.